Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - during surgery, when the surgeon was impacting the cup, the impactor plate broke off the handle (no pieces left in the patient).